Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6)implanted: (B)(6)2016 explanted: (B)(6)2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-apr-2018, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown baclofen via an implantable pump for spinal pain indications. It was reported that the patient mentioned that they had 3 cerebrospinal fluid (csf) leaks in the hospital in 2016 when they got the pump put in and they went through 2 years of rehab trying to get the patient back to walking because they were in the hospital for 40-50 days due to the csf leak and they had never gotten back to walking. The patient was redirected to their healthcare provider to further address the issue.